Event description:
The user facility reported that the image was lost during a diagnostic bronchoscopy. The bronchoscope was withdrawn from the pt, and a different, but similar bronchoscope was utilized to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval did not duplicate any image difficulties, and the device was found to operate appropriately. However, the eval found evidence of fluid invasion inside the bronchoscope and light guide connectors, which may have caused or contributed to the user's experience. There were slight dents and a single buckle on the insertion tube, and the light guide lens glue was noted to be chipped. As the device passed leak testing, the likely cause of the fluid invasion is user handling. The unit has been serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.